Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an issue with the images and appeared that the collimator was not opening up. No other additional information was provided at the call. There was no patient involved.

Manufacturer narrative:
Manufacturing representative went to the site to test the system. On 10/9 - nav service place part order on hold due to no entitlement. Email to get proof of newly signed contract. On 10/17 - part delivered and installation of umbilical cable, was not able to test no phantom present. 10/20 - returned to site with phantom, test was unsuccessful, no error logs found. Performed gain calibration. After gain calls was able to produce quality 3d scan. Communicated equipment status with customer. Performed system checkout, device rts codes b01, c02, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, product ID: bi71000424, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.